Manufacturer narrative:
The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 130 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump screen was severely scratched and they were unable to read the numbers on the screen. Customer advised the insulin pump was not properly functioning as it was designed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.